Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range impedances greater than 2,500 ohms, noise and oversensing, and no sensing or capture at maximum output. A revision procedure was performed, during which a lead fracture was identified. The lead was therefore surgically capped, abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.